Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 3 was failed and latch needed to be replaced. A field service engineer found the magnet missing for the inseparable latch and replaced the latch on the main full height drawer 3. The drawer became responsive and performed the final test. The customer was able to recover and inventory the main full height drawer 3 successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main full height drawer 3 cubie magnet fell out and required latch replacement, which located on to g7ac n. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.